Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 403 mg/dl at the time of the call. The customer used food, juice, and glucose tablets to treat. The customer experienced symptoms such as inability to move and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The day before the first low incident, the customer had highs of 404 and 448 mg/dl and also had a high of 473 mg/dl on the day of the low. The customer had given boluses for each of the highs. The customer experienced another low on (B)(6) 2017 with symptoms such as inability to move and disorientation. The customer treated the recent low with juice and food. The customer also ripped out their cannula and after eating, their blood glucose level went up. The insulin pump will not be returned for analysis.